Event description:
It was reported that the patient underwent a two level lumbar fusion at l5-s1. The tip of the screw removal driver broke off in the screw during surgery. When the surgeon loaded the rod, the screw was too far in the connector so he used the removal driver to back the screw out. When he turned the driver, the tip broke off in the right side of the s1 screw. The tip was flush with the screw. The surgeon was unable to remove the screw. The tip remained in the patient.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. The device history records did not identify any applicable nonconformance to specification.